Event description:
It was reported that clutch issue was experienced. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The tamper seal was removed/broken on bottom case and plunger assembly. Plunger assembly was loose and rotated. Check clutch error found on error history log. Check clutch plunger lever was found during occlusion test due to plunger assembly was found loose and rotated. Plunger assembly was loose and rotated due to broken carriage screws. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. Reference the following warning statement found in the "important safety information" section of the operator's manual under the heading of "warnings: - "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Also, reference the following warning statement contained in the "safety features" section of the operator's manual under the heading "maintenance and service" and "periodic maintenance - "dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Actions/repairs were done to correct the reported issue: replaced plunger tube and carriage. Performed preventative maintenance and all functional testing.